Event description:
Country of complaint: (B)(6). Thread breaks easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4)2014. Mfg site eval: samples received: 36 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Test the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Knot pull tensile strength results before releasing the product were within mfrs specification. Review the batch mfg record, this product had a normal process fulfil OEM requirements. Final conclusion: the complaint is corresponding (not justified). Corrective/ preventive actions: not applicable.